Manufacturer narrative:
(B)(4). User facility (mandatory) medwatch report # (B)(4). Evaluation summary: the device was returned and the reported failure to deploy and difficult to remove were confirmed. The reported failure to deploy, difficult to remove and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report a user facility medwatch report (uf/importer report #0039-223-2015-0002) was received with the following information: "(B)(6) male who had recently undergone coronary angioplasty and stenting, who was advised of the risks, benefits, alternatives, understood and wished to proceed with endovascular repair of his abdominal aortic aneurysm and also right common iliac artery aneurysm. Under ultrasound-guided retrograde right common femoral artery puncture was performed with a micropuncture set and the short sheath dilator was then utilized to dilate the tract after incising the skin and a proglide was then deployed. The proglide, malfunctioned so that the proglide device could not be removed without cutdown. Changing the procedure from percutaneous to open surgical procedure."

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture did not deploy and the device could not be removed from the arteriotomy. A cut-down procedure was performed to removed the proglide from the vessel. The evar procedure was completed and hemostasis was surgically achieved. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technqiue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.